Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer reported that her insulin pump was getting no delivery alarms. The customer was assisted in troubleshooting. She was assisted in performing 5 unit fixed prime and it was reported that the insulin exited the tubing. The customer declined troubleshooting for high blood glucose. She was treated with manual injection. The insulin pump will not be returned for analysis.